Manufacturer narrative:
MDR (B)(4) / initial 5 of 8 e1: name: tandem country: united states of america street: 11045 roselle street city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced the infusion set coming off during use due to an adhesive issue on (B)(6)2026. The patient reported experiencing the same issue with eight infusion sets.